Event description:
Follow up information obtained reported that it was determined that the lead was damaged during the case. Multiple follow up efforts to ascertain the location of the lead for analysis were unsuccessful. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the stylet would not insert into the lead and was 'almost came out of the lead at the top.' The reporter stated that when the physician tried to put the sylet back in the lead, it would not go further than about an inch into the lead. It was noted that the product was never implanted. No additional information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).